Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Isi has not yet received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or procedure video was provided. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 45308 pointing to the hrsv on the ssc1 related to the reported complaint. This complaint is a reportable malfunction event based on the following conclusion: the customer converted after the start of the procedure due to a black eye on the ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci assisted surgical procedure, the right eye on the second surgeon side console (ssc) went black. The technical support engineer (tse) advised the customer to perform a system reboot and to clean the connector and the blue fiber cable (bfc) after the procedure. The procedure converted to another ssc with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022 : the procedure was completed with the other ssc and there was no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) has received the high-resolution stereoscopic viewer (hrsv) monitor associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the reported complaint that one eye was black. The root cause of the failure is attributed to an electrical and fiberoptic defect.